Manufacturer narrative:
The investigation of vf/vt/af/at and vascular damage - great vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Event description:
The complainant reported that complications were encountered during utilization of an impella 5.5 pump for mechanical circulatory support. Delivery of the device proved complicated for which multiple attempts were required to ultimately place the pump. During the complicated delivery, a contrast injection showed a potential isolated dissection in the axillary artery for which an altered approach was required. No intervention was necessary in regards to the dissection. Upon completion of support, the staff attempted to explant the pump at which point the patient coded. Multiple chest compressions were performed in an attempt at resuscitation, but ultimately the patient expired due to peri-procedural myocardial infarction.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.